Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a consumer receiving intrathecal therapy. The pump broke, and the catheter leaked. When asked to clarify, the patient stated "I don't know, the [healthcare provider] said it malfunctioned.&#54090;

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.